Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the pump powered on and displayed the verify screen. The audible tones and vibration alarms functioned properly. The complaint of a blank display was not duplicated during testing. Unrelated to the complaint, the display was found to be dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the battery compartment was cracked and the battery cap was damaged with stripped threads.